Manufacturer narrative:
(B)(4). Initiator phone number is (B)(4).

Event description:
According to the reporter, during an esophageal procedure, the device failed to attach. There was no harm to the patient and a repeat bravo procedure was not performed. No medical intervention was required. The reporter confirms there was low suction. An endoscopy was performed prior to the procedure and the esophagus appeared to be normal. The bravo user has been performing the procedure for two years. Lubricant was used to facilitate capsule placement.